Event description:
Pt was having his tracheostomy tube changed. Exam light used during the procedure overheated and caused the pt third degree burns to the chest. Biomedical engineering examined the lamp and found that the diffuser was missing.